Manufacturer narrative:
The thermatrx catheter was returned and analyzed. The catheter was rated "undetermined." Six holes in the catheter balloon appear to be the result of a sharp instrument. Some of the holes penetrated through the balloon and the catheter body. Further investigation with this catheter is currently in process. When add'l info is available, a f/u report will be sent.

Event description:
It was stated that a thermatrx catheter balloon burst (deflated) during a procedure on (B)(6) 2011. The catheter used initially in the procedure burst; a second catheter was used and treatment was successfully completed.